Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patent is not happy with the coverage she has been receiving. The patient reports she has not been receiving effective stimulation since she had the permanent scs system implanted in 2011. Surgical intervention may be pending to address the issue. .

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was electively removed and replaced to be able to receive burst stimulation. The lead was not revised. The patient is receiving effective stimulation.